Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported by the patient that they were struggling to go up hills, and they had been told by the representative to tap on the device. The patient had been doing so, and now the site was tender.

Event description:
It was reported by the patient that moderate activity increased their heart rate too much and rate response was questioned. The patient indicated that programming changes had been made, which improved things. The device is still in use. No patient complications have been reported as a result of this event.